Event description:
It was reported that during testing that the motor was not working. After evaluation of the returned device, it was determined that the device would not stay on. There was no harm, injury, or delay reported. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms could not be checked due to the motor cutting out. The motor, plug harness assembly, switch, spring seal, needle bearing, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.